Event description:
Pt had right subclavian port placement. During each port access pt complained of burning at the access site. Device was explanted due to the discomfort of the pt. The surgeon who removed the port felt that there was some leakage around the port, either internally or externally.